Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation updated fields: h4, h6, h11 corrected field: d4 (unique device identifier) the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed an octagonal self-view blacked out and recovered after a few minutes an e532 was displayed on the lcd panel. The issue occurred during a diagnostic upper gastrointestinal examination procedure. The intended procedure was completed using the same device. There was no report of patient harm.